Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# j0306907v, implanted: (B)(6) 2003, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that the patient's previous implant was replaced because they needed a bigger paddle and it was further reported that one of the leads broke. No symptoms reported. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause for needing the larger paddle and the broken lead had not been determined. They noted the patient weight at the time of the event to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not know why the lead had broken, that it just stopped working one day. They went to the paddle lead because they had good results with it previously.